Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for investigation. Visual inspection showed that the measurable dimensions were in compliance with the technical drawings and ao/ asif specification. Examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard for stainless steel. The fracture face was homogenous, which indicates material conformity. No product fault could be detected. Based on the appearance of the fracture, we suppose that too much lateral stress, in combination with high torque, caused this breakage. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the tip of the screwdriver shaft broke. It was being used to remove the screw over wire. When removed, the end of the screwdriver shaft was on the wire. The broken fragment was removed from the patient. This is report 1 of 1 for file (B)(4).